Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 3.5.1 / ios_16.4.1.

Event description:
It was reported that system charging port was damaged, causing need to hold charging cord at specific angle and resulting in delayed and prolonged charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.